Event description:
Customer reported experiencing a past high blood glucose event with a highest level of 576 mg/dl. Cause was not known. Correction bolus was administered via pump, and there was no need for third-party assistance beyond routine aid. Control iq feature was active, and no frequent recurrence of high blood glucose levels was noted. Customer was advised by technical support to consult with a healthcare professional.